Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not turn the implantable neurostimulator (ins) on. The caller indicated that there may be something wrong with the patient's recharger or the patient may not have a recharger. The caller could not clarify. The caller indicated that as a result, the patient is having difficulty functioning and having return of symptoms. It was reviewed that the patient should contact patient services to troubleshoot equipment and that the physician should treat the patient as medically appropriate for the time being. Additional information was received from the consumer reporting that on sunday, they felt their stimulation turn off, as they no longer felt the tingling and shocking sensation. The patient was referring to the stimulation. They were able to charge their implantable neurostimulator (ins), but when they tried to turn it on with the patient programmer (pp), the pp would not power on. They were assisted with enabling the implantable neurostimulator recharger (insr) to be able to turn therapy back on. The patient was able to turn stimulation back on successfully. The patient was feeling slightly dizzy and their normal speech impediment got worse for a few minutes before the dizziness went away and their speech became normal again. The patient also added they had been bedridden since sunday due to their symptoms (tremors and speech impediment) returning. It was reviewed that if they continue to feel dizzy or if their speech gets worse again, to contact their physician.